Event description:
2024-01-08: integrum has been in conctact with the cpo and has received further information regarding unit i7049 - the axor ii has in fact not detached/fallen off the abutment, hence this case is not assessed as reportable according to 21cfr part 803.

Event description:
2023-11-10: integrum received unit i7049 with a report form stating that the axor ii fell off from the abutment and that the patient experiences loose connection intermittently. The reported date of experience is (B)(6) 2023, however integrum was not informed prior to receiving the unit. No fall or health consequences. Manufacturing investigation performed, batch documentation reviewed (docreg 011 607-00) and no deviations were found. 2023-11-16: technical investigation of unit i7049 performed. During the investigation, the device did not pass the gripping function test due to a damaged top spring. The top body was also found damaged and the clamps were placed in an incorrect sequence. The unit has not been sent to integrum for annual service (since its initial relase from integrum 2021-11-17) according to instructions in the IFU. During the service, the top spring and top body were replaced, and the clamps were placed in the correct sequence. The unit was functionally tested according to specification with approved results. A feedback report will be provided to the customer highlighting the importance of not using the axor ii if a stable connection cannot be achieved, and to send the axor ii for annual service, according to the IFU.